Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified common femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advance for pre-dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with another coyote nc balloon catheter. No patient complications were reported. Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple minor kinks along the hypotube. Microscopic examination revealed a pinhole on the balloon at the proximal marker band. There is blood present in the inflation lumen and the balloon is loose. Inspection of the remainder of the device presented no other damage or irregularities.